Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A farawave nav catheter was used during a farapulse ablation on (B)(6) 2026. Pulmonary vein isolation (pvi) was completed first. Because atrial fibrillation persisted after direct current cardioversion, the physician proceeded with posterior wall isolation. Following completion of posterior wall isolation (pwi), cardioversion was repeated and successfully restored sinus rhythm, and the procedure concluded. In total, 56 applications were delivered for pvi and 19 for pwi, with an overall procedure time of 180 minutes. On (B)(6) 2026, the patient developed new onset double vision. A cerebral infarction was suspected, and treatment was initiated. The attending physician noted that published literature indicates that posterior wall ablation with farapulse may be associated with thrombus formation or endothelial injury, which could embolize and result in cerebral infarction. Based on the timing of symptom onset, the physician believes a thrombus may have embolized during pwi, leading to the patient cerebral event. The patient received drug administration (edaravone) and remained hospitalized for approximately one additional week. Double vision appears to be ongoing. Although magnetic resonance imaging did not show findings corresponding to the visual symptoms, the physician suspects a possible association with the pfa procedure. The device is not expected to be return due to disposal.